Event description:
It was reported that an uromatic y type tur set had damaged packaging. The issue was further described as, "bag is open on one side". This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed and observed that the pouch had a missing seal. The reported condition was verified. The cause of the condition is related to the package sealing process during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.